Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a button error alarm and frozen display screen. Customer's blood glucose level was unknown. Customer advised the button error alarm and frozen display screen issues remained unresolved. Troubleshooting was not performed and the insulin pump will not be returned for analysis.